Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's reservoir. The mother states there are air bubbles present and the device has alarmed for no delivery. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was assisted with priming out the air bubbles. The customer was advised the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.